Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e105 (lamp error), poor illumination during use, prolonged exposure to humidity or uncontrolled environments,oxidation is observed on multiple internal components, connectors, screws, and metal parts, consistent with prolonged exposure to humidity or uncontrolled environments, increasing the risk of electrical failures and short circuits during inspection for use involving an olympus video system center, there was no patient injury reported.